Event description:
It was reported that the user experienced low glucose after a breakfast bolus while using the ilet and had been pausing insulin delivery multiple times per day to avoid lows; the user also reported announcing evening snacks as smaller than dinner and announcing coffee as smaller than breakfast, and the agent provided product education regarding appropriate device use and advised the user to consult their trainer for meal announcement guidance. Symptoms included asymptomatic hypoglycemia with a documented glucose of 64 mg/dl. Outcomes included self-treatment of the low with oral glucose and continued device use, with a fingerstick value of 185 mg/dl and dexcom reading of 216 mg/dl that was entered into the ilet for calibration. Investigation included customer interview and review of usage patterns reported by the user. Investigation of this case revealed user technique concerns related to pausing insulin and adjusting meal announcements that could contribute to low glucose events. It was concluded that hypoglycemia occurred and that additional user education was provided regarding proper operation and escalation to the trainer for individualized meal announcement instructions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.hold for mh